Event description:
Related manufacturer report number: 3006705815-2023-00907. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which an infection was discovered at the ipg site resulting in the leads and ipg being explanted.

Manufacturer narrative:
Event date is estimated. A patient experienced invalid impedance and lead migration was reported to abbott. X-rays confirmed lead migration. As a result, the patient¿s leads were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.